Manufacturer narrative:
Pediatric tube with gel separator. Qc was initially running within established ranges. Qc was not run before the redraw. Electrolytes for this sample were all oir lo cartridge chemistries were within normal range. The customer stated the lab tech was inexperienced and feels this was operator error due preanalytical sample preparation in that the original sample might have been contaminated with gel. D sample report data.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low glucose (glum) results on one patient sample generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory. A second sample was drawn and tested and higher result was obtained. Patient treatment was not impacted by this event as the physician was notified of the erroneous results.